Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported prior to starting a da vinci assisted procedure there was an error (13/23008) on the master tool manipulator (mtm) and repeated fault (23013) on the system. Power cycling did not resolve the reported issue and since the other system on site was being used the at the time, the reporter did not if the procedure would continue as planned. There was no report of patient involvement at the time. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was returned for failure analysis, and the reported problem was confirmed but not replicated. In system logs, 23008 and 23013 errors were found indicating pot to encoder fault on the mtm's axis 5, confirming the fault occurred in the field. A visual inspection found no issues that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all tests. The complaint was confirmed based on field evaluation. Failure analysis was able to conclude that the axis 5 motor and pot board were found to be the potential root cause of the reported event.